Event description:
It was reported that the generator was sent to the repair center because there is a random problem of hemostasis. There was a different message or too much or not enough tissue, unexpected stop. No patient consequence reported. Additional information: the patient had to have been operated again on 2 days after the first intervention for a blood loss problem

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Based on additional information received from the hospital, this event is not reportable.